Manufacturer narrative:
Evaluation conclusions other: device not yet returned to merit. A follow-up report will be submitted when the investigation is completed.

Event description:
The complainant reported that during a radiology procedure, the catheter was hard to advance inside the patient's body and became "bent". There was no harm or injury to the patient.